Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient underwent lead revision to address dislodgement of their atrial and right ventricular leads caused by twiddler's syndrome. The patient experienced shortness of breath while the leads were dislodged. The right ventricular lead was successfully repositioned, and the atrial lead was explanted and replaced. The patient was in stable condition following the procedure.